Event description:
It was reported that irregular events were noted on the tracings. The events appeared to be electrode magnetic interference (emi). The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.